Event description:
The customer reported that there was zipper damage on the side panel window. The slider was missing. Eval of the returned product found that the zipper slider body was open on a canopy panel.

Manufacturer narrative:
The product was returned for eval. Physical examination found that there were multiple areas of damage. The slider body was open on panel side a and the top ridge tape was ripped. The top ridge also had two rips in the elastic. On the window side a, the tape was ripped and there was a one inch tear in the netting. There was also a one inch tear in the netting on window side b. On panel sides c and d, both left and right legs had ripped elastic. There were also broken stitches on the right leg of panel side d. The extent of the damage was such that the user could not put to product together in order to use it. This type of damage is consistent with improper user handling. (B)(4).